Manufacturer narrative:
The reported events were lead dislodgement, low pacing lead impedance and failure to capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning the distal end, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported events of low pacing lead impedance and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures, but found internal shorts due to the lead was compressed and damaged consistent with procedural damage. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented with fatigue, dizziness, and atrial asystole. Low pacing impedance and loss of capture were noted on the right atrial (ra) lead. An x-ray was performed, and dislodgement was confirmed on the lead. The physician explanted and replaced the ra lead. The patient condition was stable.